Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted with less than a year of use as the lead exhibited low sensing due to a possible dislodgement. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.